Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review was completed. Investigation results: nothing unusual to report was found during DHR review. A query indicates one additional complaint from the same customer has been received for this lot number.

Event description:
In this event it is reported that waveone gold reciprocating file primary 25mm broke during use. Broken piece remains in tooth and was incorporated into the filling. No injury occurred.